Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was acceptable on the day of the event. Siemens reviewed the instrument data and observed that the air and liquid values of std a and std b and dilution check correction factor were within the normal range on the day of event, the calibration was acceptable with the lytes slope in range. Siemens also reviewed the clot check data and shows no issues with the sample. The customer recalibrated the integrated multisensor technology (imt). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed that the pump rate was high, and the dilution check was accepted. The cse adjusted the pump rate, performed a dilution check with air detect and excess diluent errors, cleaned the rotary valve ports, replaced the rotary valve seal and the sensor, cleaned the imt port, performed condition, ran dilution check, and qc, which recovered acceptably. Siemens evaluated the event and concluded that an air and fluid flow issue through the imt potentially contributed to the falsely depressed na result, which was addressed with the service activities performed by the cse. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s). The sample was repeated on an alternate dimension exl 200 integrated chemistry system. The repeat result recovered higher than the initial result and was considered correct. A new sample was drawn and processed on an alternate exl 200 integrated chemistry system. The new sample result recovered higher than the erroneous result and matched the repeat results from the original sample. The newly drawn sample result was considered correct. Both repeat and newly drawn results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na result.